Event description:
It was reported the pt had fallen, and since then, he occasionally feels a shocking sensation throughout his body. It was reported it occurred only when the system was on and higher amplitude were used. Interrogation of the system identified there were no impedance issues, but an x-ray revealed the lead may be gathered and resting on a nerve. It was reported surgical intervention may be a possible next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.